Event description:
Patient came in for end of life pacemaker generator, and was changed without complications. The arterial/ventricular leads were transpositional in ports of new generator. The device was checked during the procedure and the next day by vendor. Transposition was not detected. Patient came in for wound check two weeks later. During interrogation of device it was discovered that leads were transpositional. Device was reprogrammed to vvi mode to minimize pacing. Patient came back a week later for repositioning of leads. There was no harm to the patient.